Event description:
The customer reported that on (B)(6) 2020, she obtained a blood glucose reading of 577 mg/dl on the contour next meter at 11:57 p.m. Based on this reading, the customer took 8 units of humalog insulin and 10 units of lantus insulin, which is lower than her prescribed dose of 20 units of lantus. The next day customer became unconscious. The paramedics were called and they performed testing using the customer's contour next meter, which gave a reading of 34 mg/dl at 10:05 a.m. The customer received orange juice, pop soda and peanut butter sandwich, after which she recovered well. The customer was advised to return the device of evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer received support from paramedics who gave her orange juice and peanut butter. Section b5 has been updated with this information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips from lot # 9cpec41a using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that on (B)(6) 2020, she obtained a blood glucose reading of 577 mg/dl on the contour next meter at 11:57 p.m. Based on this reading, the customer took 8 units of humalog insulin and 10 units of lantus insulin, which is lower than her prescribed dose of 20 units of lantus. The next day customer became unconscious. The paramedics were called and they performed testing using the customer's contour next meter, which gave a reading of 34 mg/dl at 10:05 a.m. The customer's friend gave her orange juice, pop soda and peanut butter sandwich, after which she recovered well. The customer was advised to return the device of evaluation. Replacement meter and test strips were sent to the customer.